Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of sight. After moving the devices within line of sight, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
Per the t:slim x2 user guide, ¿for children (ages 6¿17) both sites on the belly and upper buttocks are approved for sensor insertion.¿

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the back of the customer's arm, and was not within line of sight of the pump. After moving the devices within line of sight, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.